Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the force sensor ribbon cable was manufactured with a higher-than-average angle resulting in contact between the force sensor ribbon cable and the underside of the right rack gear flipper. Removing some material from the underside corner of the right rack gear flipper allowed clearance for the force sensor ribbon cable. The force sensor was recalibrated.

Event description:
It was reported that the device had issue with flow sensor. The event occurred during testing.